Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone alarm. After disassembling the electronic assembly stack and assembling the electronic assembly stack device power up properly, problem isolated to electronic assembly stack.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose level was unknown. The product will return for the analysis.